Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the base frame is broken near where the wheels attach.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual. Frame, broken frame/weld. Camber bracket broken on both sides of frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint of the ct7a base frame being broken at the wheel attachment points was confirmed. Both camber slots showed evidence of metal breakage, likely resulting from mechanical stress on the thinnest cross-sections. A short section of the right slot was also found to be missing from the return. Additionally, one caster swivel bolt was found to have been removed and reinstalled up-side down. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states the base frame is broken near where the wheels attach.